Event description:
A customer has reported that their AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with a working battery pack and based on the conversation with the customer, it appears that the cause of the AED not powering on was related to the device not being maintained per the manufacture's recommendations.